Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with bg level greater than 594-595 mg/dl and moderate ketone levels; cause was not known. Reportedly, customer sustained an acute kidney condition. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump and administered manual injections to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6), 2024 with the issue resolved. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.